Event description:
There is no update to the original reported event details.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Upon further review of the reported event, it was determined that this MDR corresponding medwatch MFR-0001038806-2020-01296 was a duplicate of MDR (B)(4) and medwatch MFR-0001038806-2020-01238. Therefore, no further report will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight is unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant had peri-implantitis and lost integration. Bone loss, pain and mobility of the implant were also indicated. Patient will return for a new implant. Tooth #12